Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging sinus problem, itching and burning, sinus infection, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus problem, itching and burning, sinus infection, nasal/throat irritation or soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated in this report.

Manufacturer narrative:
Additional information was received on october 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinus problem, itching and burning, as well as scars on her face under her nose and inside her nose, sinus infection, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Additional information was received about the allegation of nose irritation, skin irritation, respiratory tract irritation, hypersensitivity. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.